Manufacturer narrative:
Date of event: "18-oct-2023" should be removed. The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -12.0/+2.0/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023 as a replacement lens. The patient experienced a low vault. Reportedly "the resulting vault is still very low". The lens remains implanted. It was later reported "the patient is fine, they will be monitored during their annual check-ups, but no further adjustments can be made with icl since there are no more sizes available". Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm513.7 implantable collamer lens of -12.0/2.0/94 (sphere/cylinder/axis) was implanted as a replacement into the patient's right eye (od) on (B)(6) 2023, due to low vault without rotation. The problem was not resolved. Status of the eye is "ok." Cause of the event is unknown. It was reported that the resulting vault is still very low.